Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000183, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported regarding drive issues that the system was not driving as intended with the clutch motor engaged. Imaging system pulls to the right and gives resistance and pulling it back causes it to move back very fast. No patient was present at the time of event.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and was able to move the imaging system in forward and reverse without any issue. Site also moved the imaging system without any issue. Tested the system and calibrated the dmc board by adjusting the right left wheel drive set pot value to 2.5vdc approx. Verified the imaging system movement without any issue. Successfully completed the system checkout. Handover the system for clinical use. B01,c19,d14,g07001 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.